Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic broke during implanatation. When the lens was removed, the incision was enlarged. There were no other patient injuries. It was stated that the msi-tm injector and aq cartridge were used, but the lot numbers were unknown.